Event description:
It was reported that this right ventricular (rv) lead was explanted due to superior vena cava syndrome. This rv lead was replaced and was discarded in the facility. No additional adverse patient effects were reported.